Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of her spine from vertebrae l3 to l4, and abundant overgrowth of bone was encountered at the prior rhbmp-2 exposure site of l4. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and between the transverse processes). Post-op, patient reportedly had "increasingly severe low back pain and was admitted for another revision surgery on (B)(6) 2010".

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.